Manufacturer narrative:
B5: a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. In a separate visit the lens was exchanged with a shorter length lens. Cause of the event is unknown. The problem was resolved. G2: (B)(6).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. In a separate visit the lens was exchanged with a shorter length lens. Cause of the event is unknown. The problem was resolved.

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. Due to excessive vault, the lens was explanted and on the same day was replaced with a shorter length lens; however, it is unknown if in a separate or same surgery. Cause of the event is unknown. The problem was resolved.

Manufacturer narrative:
Claim# (B)(4). Failure date and patient dob are unknown. Attempt to clarify these dates were unsuccessful.